Manufacturer narrative:
Breas medical has tried to contact the reporter on three separate occassions via email at the email address provided in the report: the reporter has not responded at this time. The reporter did not provide a serial number and did not provide any alternate means of communicating. Breas is unable to determine the serial number and has no other way to reach the reporter. Breas is unable to complete an investigation and will close out this issue at this time.

Event description:
Breas medical received the following complaint via email from a patient prescribed to the vivo 45 ls: I tried your vivi 45ls vent and I was shocked when it took 2.5 minutes for it to alarm when not connected to me. By the time someone would get to me I'd be dead. Vent-dependent people are not the same. I use a speaking valve and a humidi-vent. What you call a nuisance alarm I call a life-or-death alarm. Had I known that the accessories I need for my vent negates the disconnect alarm I would have never considered using your product. This is a huge design flaw that puts lives at risk. Shame on you! (B)(6).

Manufacturer narrative:
Breas medical has tried to contact the reporter on two separate occasions via email at the email address provided in the report: the reporter has not responded at this time. The reporter did not provide a serial number and did not provide any alternate means of communicating. Breas is unable to determine the serial number and has no other way to reach the reporter.

Event description:
Breas medical received the following complaint via email from a patient prescribed to the vivo 45 ls: I tried your vivi 45ls vent and I was shocked when it took 2.5 minutes for it to alarm when not connected to me. By the time someone would get to me I'd be dead. Vent-dependent people are not the same. I use a speaking valve and a humidi-vent. What you call a nuisance alarm I call a life or death alarm. Had I known that the accessories I need for my vent negates the disconnect alarm I would have never considered using your product. This is a huge design flaw that puts lives at risk. Shame on you! (B)(6).

Event description:
Breas medical received the following complaint via email from a patient prescribed to the vivo 45 ls: I tried your vivi 45ls vent and I was shocked when it took 2.5 minutes for it to alarm when not connected to me. By the time someone would get to me I'd be dead. Vent-dependent people are not the same. I use a speaking valve and a humidi-vent. What you call a nuisance alarm I call a life or death alarm. Had I known that the accessories I need for my vent negates the disconnect alarm I would have never considered using your product. This is a huge design flaw that puts lives at risk. Shame on you! (B)(6).

Manufacturer narrative:
Breas medical has tried to contact the reporter on two separate occassions via email at the email address provided in the report: the reporter has not responded at this time. The reporter did not provide a serial number and did not provide any alternate means of communicating. Breas is unable to determine the serial number and has no other way to reach the reporter.